Event description:
The customer reported that on 1/12/98 vasoseal was used following a diagnostic catheterization procedure. It was noted that there was a hematoma present prior to deployment. Six days later, the pt was readmitted to the hospital for numbness in right knee. A pseudoaneurysm was diagnosed and compressed by ultrasound.